Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device, leading to pacing inhibition.

Event description:
It was reported that noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead resulting in the patient experiencing dizziness. Provocative testing was performed and the noise was able to be reproduced. Abbott technical support was contacted, however, no intervention has been performed. The patient was in stable condition and will continue to be monitored.